Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva. The following information was provided by the initial reporter: #18 gauge IV inserted in patient, when needle was retracted back and removed blood leaked from the hub. IV removed and new IV placed. (B)(6) 025 the only negative outcome was that the i.v. Needed to be reinserted.

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the representative 18g nexiva device that were received in a sealed unit package. A functional test could not replicate the reported issue. Although the representative sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.